Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. In addition, we confirmed that the segment broken, the operation channel buckled, the insertion flexible tube (ift) crushed, the remote control buttons cut, and the eog valve loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. As it is not enough time for gfe considering due date of MDR submission, therefore we have assumed the worst case that the nozzle would dropped in human body. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.